Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2011 - the patient underwent an additional surgery for recurrence repair. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2011 - the patient underwent an additional surgery for recurrence repair. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with symptomatic umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿patient had sizable umbilical hernia sac and the hernia sac was excised. A piece of ventralex mesh was placed into the hernia defect and sutured.¿ (B)(6) 2011 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with the implant of synthetic mesh. Per operative notes, ¿patient had hernia defect and there were no adhesions. A synthetic mesh was placed with tacker and sutured.¿ (there is no mention/visualization of ventralex mesh in operative notes) attorney alleges that the patient had pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode was alleged. Based on the information provided, it was reported the patient "underwent an additional surgery for recurrence repair." It is unclear at this time if the hernia repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 1 year 5 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence thereby underwent additional surgery. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.